Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and failure to extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism issue. As received, a complete lead was returned in piece. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.